Manufacturer narrative:
Manufacturing evaluation: investigation: the investigation was performed and the following was determined: the coupling pin ((B)(4)) had solved from the bearing housing ((B)(4)), both parts are not up to date. The coupling pin was coated with loctite 272, but should have been loctite 270. A planetary wheel ((B)(4)) and a spacer disc ((B)(4)) lack. The service which was performed by a technician during the last repair in (B)(4) ((B)(4) 2013) is no longer up to date. Root cause: improperly repaired. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the device was broken and the gear was lost. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A review of the device history records was initiated but was not able to be completed for this device. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.